Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event of a balloon torn material.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the colon during a dilation procedure performed on (B)(6) 2025. During the procedure, the balloon was observed leaking. A small hole/tear was also noted to the balloon. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.